Event description:
It was reported "catheter placed in ir found leaking at connection." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3552 showed two other similar product complaint(s) from this lot number.